Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and moderately calcified left circumflex coronary artery. Following pre-dilatation of a 2.00x8.00 nc balloon, a 38 x 2.50 promus elite mr drug-eluting stent was advanced but failed to track down lesion. The lesion was pre-dilated again with a 2.25x8.00 nc balloon but still the stent failed to cross the lesion and stent damaged was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and moderately calcified left circumflex coronary artery. Following pre-dilatation of a 2.00x8.00 nc balloon, a 38 x 2.50 promus elite mr drug-eluting stent was advanced but failed to track down lesion. The lesion was pre-dilated again with a 2.25x8.00 nc balloon but still the stent failed to cross the lesion and stent damaged was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.